Manufacturer narrative:
Review of instrument images: capture-r ready screen 3 lot 062. Well 1 (0) well 2 (1+) well 3 (0) well 4 (4+) - well 2 visually positive, little adherence diffuse button, controls optimal. Ready ID raw scores 0,0,1,0,1,0,1,0,0,1,0,1,0,1,100,0- agree with all echo grading, controls optimal. No reactivity in any of the wells. Confirmed the reactivity of the e antigen on retention crrid, lot id120 with anti-e. Manual testing performed with returned sample using e+ cells from retention crrid, lot id120. Sample exhibited negative reactivity (scores of <3) with all e+ cells. Hemagglutination tube testing performed with returned sample using e+ cells from retention panocell-20, lot 39706. Immuadd was used as potentiator and testing was performed at all temperatures. At 15'rt, sample exhibited +w reactivity with heterozygous cells (rzr1 and r"r) and 3+ reactivity with homozygous cell (r2r2), at 20'37c, sample exhibited negative to +w reactivity with heterozygous cells and 2+s reactivity with homozygous cell, and at iat, sample exhibited +w reactivity with r2r2 cell only. The antibody present in the sample appears to be partially igm in nature due to the stronger reactivity at rt and 37 degree phases of testing with all e positive red cells and very weak reactivity at the iat phase of hemagglutination testing with the homozygous e cell only.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample with capture-r ready ID (crrid) on the echo. The patient has a known anti-e.